Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection revealed water contamination in the pneumatic block and outlet tube. Device was scrapped due to customer declined repair. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement and error message (sf197) related to stuck outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.